Event description:
It was reported that alarms occurred, indicating an occlusion issue possibly involving a blockage in the cartridge. There was no adverse impact to the customer's blood glucose level; it did not exceed 500 mg/dl, nor did the cgm read "high." Technical support instructed the customer to perform specific actions to address the occlusion and advised on the effect on the insulin on board. The customer changed supplies as necessary and resumed insulin therapy.